Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited over-sensing of noise, resulting in an inappropriate shock. A request was made to have data from this device analyzed. Rhythmcare provided recommendations for the patient to come in for a follow up appointment. The device remains implanted. No adverse patient effects were reported. New information was received, physician contacted rhythmcare reported secondary vector is not optional due to low amplitude. Noise related to movement/posture. Rhythmcare provided recommendations for troubleshooting and x-ray images to compare to implant images. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.